Event description:
It was reported that the colonovideoscope had fuzzy and black image. The issue occurred during a colonoscopy procedure while the device was inside the patient under sedation. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image, and no image displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fuzzy image, noisy image, and no image was damage to the charged-coupled device (ccd) unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.